Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the oxygen blending module board. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred related to the oxygen blending module board. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The oxygen blending module board was replaced to address the issue.